Manufacturer narrative:
The device was evaluated by olympus. The evaluation found no image was produced due to a printed circuit board failure. Additional evaluation findings are as follows: failure of the video cable connector; appearance issues; the brightness problem was not confirmed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cv-170, video system center to olympus with a reported problem of "image problem" and the brightness of the image was deemed insufficient. The intended procedure was completed using the same device. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, it was found that no image was produced. This report is submitted due to the finding of no image, identified during in-house service of the device. As the problem was identified during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.